Event description:
Reporter alleged she obtained a result of 98 mg/dl on the compact plus system, which was a low result. Reporter stated she was at the doctor's office fifteen minutes later and a result over 500 mg/dl was obtained on their system. Reporter stated she was treated with insulin there. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.